Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the universal seal, however, intuitive surgical, inc. (Isi) has not received the product for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the insufflation that connects to universal seal tube broke off into 2 pieces mid case. This caused a loss of insufflation. The customer reported no injury and stated that the customer moved to another seal to continue and complete the procedure. There was no indication of patient injury.